Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Due to the pt's severely angulated proximal neck, an aortic cuff was first attempted to be implanted. Tortuous and diseased iliacs did not allow the cuff to pass through. Therefore, the cuff was brought through a 22 fr sheath, but again could not pass; this time not beyond an acutely angulated portion of the mid-to-upper aneurysm. Shortly thereafter, the pt became severely hypotensive, and blood pressure could only be maintained by a compliant balloon inflated in the suprarenal aorta. An aortic cuff, bifurcated main graft, and a second aortic cuff was implanted (creating an aui) in hopes of excluding the leakage; however, deflation of the balloon still resulted in hypotension. At this time, the pt's abdomen became diffusely distended, and a laparatomy was performed, which revealed a ruptured abdominal aortic aneurysm (on the anterior aspect just above the ima); the aortic wall, at this location, was noted as paper thin. Although there was adequate (2 cm) proximal neck seal length, a proximal type 1 endoleak was observed, which was reported as possibly due to the neck calcification and tortuosity. The devices were explanted; the grafts were reported to be intact without any integrity issues. The pt was successfully converted and (at 3 weeks post-surgery) is improving. This device was explanted as a result of an intraoperative rupture of the aaa. It is possible that the rupture occurred during placement of the sheath or initial delivery attempts of the aortic cuff; the physician could not confirm the exact cause of the rupture. Upon inspection of the graft, there was no integrity issues found which may have contributed to the rupture or proximal type 1 endoleak.